Manufacturer narrative:
A direct correlation between the device and the reported event could not conclusively be established through this evaluation. The center submitted a system controller log file dated from (B)(6) 2017 through (B)(6) 2017 for review. The log file appeared to show the system operating as intended. The log file did not capture the reported events on (B)(6) 2017. The patient remains ongoing on vad support and no further related issues have been reported. A review of the device history record, including the sterilization and packaging documentation, found no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) - the device was manufactured prior to the implementation of the UDI labeling requirement. Approximate age of device - 5 years, 1.5 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient was on a cruise on the (B)(6) and the ship was docked in (B)(6). On (B)(6) 2017, the patient left the ship at 0630 with fresh batteries for an excursion in (B)(6). At approximately 1600, on the way back to the ship, the system controller was alarming for low power as the batteries were depleted. The lvad system was powered by the system controller backup battery. The patient attempted to switch out the depleted batteries to backup batteries from a backup equipment bag carried with them, but those batteries were discovered to also be depleted. After the lvad system was running off the primary system controller backup battery for 20 minutes, the patient switched to the back-up system controller, so the lvad system could continue to run off the backup system controller back-up battery. The patient was approximately 30 minutes from the cruise ship where a fresh set of charged batteries was available. The implanting center lvad clinician was contacted and she arranged for an emergency escort with the (B)(6) first responders. The patient was then able to get back to the cruise ship in time (before the backup battery depleted) to exchange to the fresh set of charged batteries in the patient¿s room. The universal battery charger was reported to be functioning normally and the batteries were able to be successfully recharged that night and additional batteries were shipped to the patient at the next port of call. According to the patient, the batteries have been working fine since return from the cruise. There was no report of any interruption in lvad support. The patient did not experience any symptoms throughout this episode and continues to do well. No additional information was provided.